Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Based on the information available at this time, the specific complaint file covered by this investigation does not warrant CAPA escalation individually. If new information is received, the need for corrective action will be reassessed. Device complaints will be monitored through tracking and trending and escalated to CAPA when appropriate.

Event description:
It was reported that the patient presented for initial implant. When opening a lead, the physician noticed it had a charred appearance on the silicone pad at the tip of the lead. The lead was not used and another lead was implanted. Patient was stable post procedure.